Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 18183173/18389394. Product scs-linear leads upn:m365sc2316500 model:sc-2316-50 serial: (B)(6) batch:18437514.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components will not be returned. Additional information received that the reason for explant was due to device no longer working as intended.